Event description:
It was reported to a physio-control distributor that the customer was monitoring a patient when the device shut-down unexpectedly. The battery had one bar at the start of the event. Further patient demographics or patient outcome is unknown. The distributor further advised that the last maintenance on the unit was 04-may-2011, at which time the battery had 3 bars. There was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device's battery. It was determined that the battery was normally depleted due to age and use. The internal battery data logs indicated that the device had been displaying a low battery charge indication for at least 6 weeks prior to the reported event and had not been replaced. The customer also was not carrying a fully-charged spare battery (as recommended in the device operating instructions). Physio-control has concluded that the reported event was due to the battery not being replaced after it had reached a low state of charge as indicated in the readiness display on the device. The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.